Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) with high pacing thresholds as well as high within range pacing impedance measuring 760 ohms on the right ventricular (rv) lead channel. The patient reported experiencing a syncopal episode. Technical services (ts) was consulted, and possible troubleshooting options were discussed. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2321. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) with high pacing thresholds as well as high within range pacing impedance measuring 760 ohms on the right ventricular (rv) lead channel. The patient reported experiencing some syncopal episodes when their blood pressure was low in 70s-80s. Technical services (ts) was consulted, and possible troubleshooting options were discussed. No additional adverse patient effects were reported. This system remains in service.